Manufacturer narrative:
H11: the involved venous clamp was returned to the manufacturer site for repair. The unit was checked out and found to be working properly, with no abnormality noticed. As a precaution measure, cleaning of both adjustment wheels was performed to remove any possible friction. The review of complaints database revealed no further similar events since unit installation in 2023. Considering that the venous clamp could guarantee proper functionality, the most likely root cause of the specific failure could be traceable back to an temporary/intermittent internal electrical failure, such as a false contact or a bad connection, which was definitively fixed by service technician throughout the equipment check. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the venous line clamp. Clamp is mechanical venous clamps with blue bowden cable and mechanical control wheel, there are no buttons on it. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the movement of the venous clamp control wheel is not smooth and gets stuck. There is no report of any patient injury.